Event description:
It was reported that the patient presented post-procedure for follow up. Upon review, the leadless pacemaker exhibited inappropriate low voltage pacing due to under-sensing. Failure to capture was noted as well. Chest x-rays showed that the device had dislodged and migrated into the right pulmonary artery. During initial implant of the device, it had been noted that release from the catheter was somewhat difficult. The device was ultimately explanted. There were no patient consequences.

Manufacturer narrative:
Correction for h6 coding.